Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint: (B)(4). The device was returned with a patch failure. The internal patch separated from the external patch causing a break in the surface and gel exposure. Patch joint integrity pass the 200% for ten seconds with no complete separation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.